Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer confirmed the lamp was under 400 hours. The customer also reported removing the xenon lamp and reinstalling it again which cleared the error. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had an error code e103. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error e103, the root cause could not be identified. The device was not returned to the repair department and qa, shirakawa factory, so its condition could not be thoroughly checked. Therefore, unable to surmise a cause from the information became available in the investigation results. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable as we could not determine if the phenomenon occurred due to a misuse of users.¿ olympus will continue to monitor the field performance for this device.